Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct the device manufacture date that was reported in the initial report.

Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the assembly when using the angio-seal device. The insertion sheath assembly was attempted to be inserted into the artery, but the assembly was not inserted due to resistance and the sheath head had split finely. The patient had a large body. The 8fr dilator used for a pci (percutaneous coronary intervention) was used to widen the puncture site. Another angio-seal device was then used and successfully inserted into the artery. Subsequently, hemostasis was successfully achieved. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 6 mm. Blood loss was reported to be less than 250cc. Post percutaneous coronary intervention (pci) hemostasis was successfully achieved by the second device. There was no patient injury or medical intervention. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.